Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high non-sustained ventricular tachycardia episodes. Ventricular capture was unable to be confirmed and possible ventricular undersensing was observed on electrograms (egm). Follow up yielded no information. The lead remains in use. No patient complications have been reported as a result of this event.